Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
A fire may have been started with a toothbrush - oral-b [device catching fire] case narrative: an insurance company via phone reported that a fire may have been started with an oral-b toothbrush. No injury was reported. 27-jun-2024 follow up via e-mail: the suspect product model was d15 525. No injury was reported.